Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Their last known status was reported as having been explanted due to a routine transplant (MFR #2916596-2023-04295).

Manufacturer narrative:
Corrected data: h6 - removal of device explant and additional surgery codes. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The IFU and patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works, and state that even small changes should be reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as: nov2014 as patients were implanted between nov2014 and dec2022. Vinogradsky, a., hynds, m., kaku, y., leb, j., yuzefpolskaya, m., colombo, p., sayer, g., uriel, n., naka, y., & takeda, k. (2024b). Surgical interventions for accumulation of biodebris causing outflow graft obstruction and thrombosis following heartmate 3. The journal of heart and lung transplantation, 43(4), s287. Https://doi.org/10.1016/j.healun.2024.02.1233 1 division of cardiac, thoracic & vascular surgery, department of surgery, columbia university irving medical center, new york, ny 2 columbia university irving medical center, new york, ny 3 division of cardiology, department of medicine, columbia university irving medical center, new york, ny. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research article "surgical interventions for accumulation of bio-debris causing outflow graft obstruction and thrombosis following heartmate 3 (hm3)" retrospectively reviewed 298 hm3 lvad patients and identified eight, 2.7%, that were implanted between november 2014 and december 2022 which required corrective surgery. Patient 7 was implanted at age 37.4 years for destination therapy and presented with gastrointestinal symptoms and acutely developed low flow alarms 1.4 years following implant. Computerized tomography angiography (cta) identified >90% stenosis near the bend relief. Pre-intervention hm3 parameters were reported as; speed n/a, flow nadir 0.8 l/min, pi n/a and power n/a. Post intervention parameters were reported as: speed 4500 rpm, flow 2.5 l/min, pi n/a and power n/a. Duration of follow-up was 3.4 years post hm3 and 2.0 years post intervention. Their last known status was reported as having been transplanted.